Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The image resolution poor was related to procedural circumstances as some shadowing due to positioning of the patient was reported. The mitral regurgitation (mr) was due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the procedure was performed on (B)(6) 201, this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). There was some shadowing due to vertebral body affecting the posterior leaflet side, but it was resolved by placing in the left lateral decubitus position. One clip was implanted reducing mr to 2+. On (B)(6) 2021, prior to discharging the patient echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased. The physician feels the clip only grasped the tip of leaflets because the posterior leaflet was long, resulting in the slda. A second mitraclip procedure was performed on (B)(6) 2021. One xt clip was implanted at a2/p2, lateral side. Mr was reduced from 3 to 1-2. No additional information was provided.